Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Spouse of deceased.

Event description:
It was reported that the patient expired. Device malfunction suspected per spouse. The patient had severe heart disease and renal disease.